Manufacturer narrative:
The lot was manufactured between june 19, 2023 - june 22, 2023. Three (3) actual devices were received for evaluation. The returned units did not contain fluid in their bladder. Visual inspection was performed which noted the fill port where the white cap was attached has completely broken off. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white caps (filling port and cap) of three (3) small volume intermate appeared to be broken and completely separated from the body of the elastomeric bottle. This occurred prior to patient use. There was no patient involvement. No additional information is available.